Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device via an 8f sheath hole after an endovascular aneurysm repair interventional procedure. Reportedly, a cuff miss occurred. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the perclose prostyle electronic instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral vessel. In this case it is undetermined if the IFU violation contributed to the reported complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.